Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on and the dim leds were observed. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed corrosion present throughout the system board particularly on circuits providing voltage to the leds. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported the top row red leds are very dim and the bottom row green leds do not even turn on. Then it said err on the top row but I cannot read the bottom row since the leds are not turning on at all. No patient consequence or impact reported.